Event description:
Customer reports that she will receive a result of 200mg/dl and in approximately 10 minutes test 491 mg/dl or 591 mg/dl. She reports she will then take approximately 52 units of insulin (type not provided) based on device result. She states that she will 'bottom out' or feel hypoglycemic and at these times she has to be given food by her son. No medical treatment received. No strip information provided and no quality controls were used. Requested return of suspect device and replacement was sent.